Manufacturer narrative:
H6,h10: the device, intended for use in treatment, was not returned for evaluation. Therefore we were unable to confirm a relationship between the reported event and the device or identify a definitive root cause. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. The wound contact surface of allevyn life is coated with a gentle silicone adhesive layer that ensures non-traumatic removal at dressing changes. The silicone adhesive will feel sticky when compared to an acrylic adhesive and is specially designed to be very soft and gentle, but can soften further, particularly at higher temperatures. This is an inherent characteristic of all of the silicone adhesives and gives them their soft / gentle properties. It is therefore possible if the product has been stored at a high temperature, this could have contributed to the reported issue. A complaints history review was carried out using the lot and part numbers provided, there have been no further complaints reported with this failure mode in the past three years. An ongoing internal project is being carried out the reported failure mode, therefore no further actions are deemed necessary into this specific complaint. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that for several allevyn life m 12.9 x 12.9 ctn10, the dressing's silicone is coming off in large sections onto the backing and onto the patients. Because of this, they are unable to follow the prevention protocol because the dressing barely lasts one shift. Silicone is everywhere, and not adhering when lifted for assessment.